Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet was fell out. The field service engineer replaced inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, tower door was jammed and failed to open. The customer indicated that the issue arose during the process of administering medication to the patient, at which point they obtained the necessary medication from a different station. There were no adverse events or injuries reported based on this incident.